Event description:
It was reported that the spo2 parameter alarmed blue/technical and was not noted by the user. This resulted in a feeling that there was no alarm at all. The patient was reanimated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 parameter alarmed blue/technical and was not noted by the user. This resulted in a feeling that there was no alarm at all. The patient was reanimated. A philips remote service engineer (rse) spoke with the customer. The users have printed the data history but this was not enough for evaluation. A philips technical consultant (tc) retrieved the log files from the patient information center ix (pic ix) and saved the configuration of the monitors (x2+mp30). Device data of the monitors was backed up. The logs were analyzed. The review found that blue alarms were active on bed label 117t at the specified time (on (B)(6). 2022 between 8 and 9 o'clock): these blue alerts began at 8:19 a.m. Consequently, there were alarms on the monitor and control panel. In the existing configuration, these alarms are categorized as 'blue, technical alarms'. The blue alarms were not noticed. The categorization of the alarms can be configured by the customer. There was no product malfunction; this is considered a customer configuration issue. Information was provided to resolve the issue.